Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The analysis that is pending. (B)(4).

Event description:
It was reported the external pulse generator (epg) was broken. It was noted there is not any further explanation about product issue. The epg is expected to be returned. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis found the output connector was broken. Analysis also found one battery drawer latch was broken and the rate knob was cracked. Upper and lower cases and both bail covers were broken. It was noted attachment ring and cover and one bail were missing.

Event description:
The epg was returned.